Manufacturer narrative:
Adverse events associated with cryolipolysis: a systematic review of the literature. (N.d.). Treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience." Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article the year of 2020, "adverse events associated with cryolipolysis: a systematic review of the literature" hedayati 2020 reporting 23 subjects with discomfort. There was 23 patients reported excessive treatment related discomfort.